Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, fracture. Three years post implantation, an x-ray of the patient's abdomen indicated the trapease filter had fractured struts. A year later, another x-ray of the patient's abdomen indicated fracture of several of the struts of the filer posterior superiorly. A third x-ray of the patient's abdomen taken a year later indicated that the trapease filter projects over the spine at the l3-l4 level and multiple fractured struts of the filter were noted. A fourth x-ray taken five years post implantation indicated that the trapease filter was in place with multiple fractured struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, fracture. Three years post implantation, an x-ray of the patient's abdomen indicated the trapease filter was seen in place which had fractured struts. A year later, another x-ray of the patient's abdomen indicated fracture of several of the struts of the filer posterior superiorly. A third x-ray of the patient's abdomen taken a year later indicated that the trapease filter projects over the spine at the l3-l4 level and multiple fractured struts of the filter were noted. A fourth x-ray taken five years post implantation indicated that the trapease filter was in place with multiple fractured struts. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of hospitalization, medical and nursing care and treatment, and will require ongoing medical care and monitoring for the rest of his life.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and fractured. A series of x-rays performed during a period of three- and five-years post implant indicated that the filter had fractured struts. According to the implant record, the filter was placed prophylactically in a patient with chest trauma, multiple rib fractures and high mechanical ventilatory support. The pre-implant diagnosis was multiple blunt trauma, thoracic trauma, respiratory failure with adult respiratory distress syndrome and prolonged bedrest due to a motorcycle crash. The patient also had with flail segment, pulmonary contusion, pneumothorax, sepsis and a right clavicle fracture. The filter was placed via the right femoral vein and deployed at the level of the l2 vertebral body. Prior to deployment a venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. The filter deployed straight without any tilting and in good position. The patient tolerated the procedure well. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The patient had a history of asthma and pneumonia. The patient was discharged to inpatient rehab approximately one month later and discharged from rehab approximately one week later. Upon discharge from rehab, patient was still having issue with right knee, requiring right knee support. Three days after discharge from rehab, the patient presented to emergency room with chest/rib pain. The patient was discharged the same day with a diagnosis of right leg sprain. About two months after the filter was implanted, the patient underwent an MRI of the right knee due to a cold right knee with pain following the motorcycle accident. MRI results revealed grade ii/iii tear of the proximal medial collateral ligament. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, an abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of additional medical records reported a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months post implant, the patient started receiving chiropractic treatment for low back and neck pain. About eight years post implant, the patient presented to the ed with complaints of abdominal pain. A computerized tomography (CT) scan of the abdomen was performed and found a mildly enlarged appendix, and ivc filter in place; no other acute observations were noted. The patient was discharged the following day with a diagnosis of gastritis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date) updated.;

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, fracture. Three years post implantation, an x-ray of the patient's abdomen indicated the trapease filter was seen in place which had fractured struts. A year later, another x-ray of the patient's abdomen indicated fracture of several of the struts of the filer posterior superiorly. A third x-ray of the patient's abdomen taken a year later indicated that the trapease filter projects over the spine at the l3-l4 level and multiple fractured struts of the filter were noted. A fourth x-ray taken five years post implantation indicated that the trapease filter was in place with multiple fractured struts. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of hospitalization, medical and nursing care and treatment, and will require ongoing medical care and monitoring for the rest of his life. The following additional information received per the medical records state that the patient has a medical history of multiple blunt trauma, thoracic trauma, respiratory failure, ards, prolonged bed rest, and increased risk for deep vein thrombosis and pulmonary embolism. During the implant procedure, the right groin area was shaved, prepped and draped in the usual sterile fashion. A 1i lidocaine was infiltrated in the femoral triangle. The femoral vein was localized with a 22-gauge needle. Then, it was cannulated with an 18-gauge needle. Then, using the modified seldinger technique, the introducer dilator kit was advanced over the guidewire using the fluoroscopic guidance. The introducer was advanced up to the level of the l4 vertebral body. From the level of the l4 vertebral body, a venacavogram was obtained. The venacavogram was interpreted. The venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. There, the filtering device demarcations measured 5 cm. Therefore, the filter was adequate size. Subsequently, over the guidewire and the dilator, the introducer was advanced up to the level of the l2 vertebral body where the vena cava has been measured and there using fluoroscopic guidance, the filter was deployed. The filter deployed straight without any tilting and in good position. Multiple x-rays taken post implant reported pain, and confirmed fractured struts. Per the implant records, the patient had multiple rib fractures, chest trauma, thrombocytosis secondary to trauma and increased risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was in mechanical ventilatory support, high ventilatory support and pressure control. The filter was indicated to prevent a pulmonary embolus. According to the medical records, the patient was admitted following a motorcycle crash that resulted in multiple rib fractures, with flail segment, pulmonary contusion, pneumothorax, adult respiratory distress syndrome, sepsis and a right clavicle fracture. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The ivc filter was placed during this hospitalization. The inferior vena cava (ivc) filter was placed during this hospitalization. The patient had a history of asthma and pneumonia. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, and abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of the additional medical records provided also report a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months after the filter was implanted, the patient started receiving chiropractic treatment for low back and neck pain. Per the implant records, the patient had been admitted to the hospital with multiple rib fractures, chest trauma and thrombocytosis secondary to trauma; placed on mechanical ventilatory support and was at increased risk for deep vein thrombosis (dvt). The filter was indicated to prevent a pulmonary embolus (pe). The right groin was prepped and draped in the usual sterile fashion. The femoral vein was localized and cannulated with a needle. Using modified seldinger technique and fluoroscopic guidance, a venocavagram was completed, revealing no thrombus in the vena cava and identifying the renal veins at the l2 vertebral body. The filter was deployed. The patient tolerated the procedure well. The patient was discharged to inpatient rehab approximately one month later and discharged from rehab approximately one week later. Upon discharge from rehab, the patient was still having issues with the right knee, requiring right knee support. Three days after discharge from rehab, the patient presented to the emergency room with chest/rib pain. The patient was discharged the same day with a diagnosis of right leg sprain. About two months after the filter was implanted, the patient underwent an MRI of the right knee due to a cold right knee with pain following the motorcycle accident. MRI results revealed grade ii/iii tear of the proximal medial collateral ligament. About eight years after implantation, the patient presented to the ed with complaints of abdominal pain. A computerized tomography (CT) scan of the abdomen was performed and found a mildly enlarged appendix, and ivc filter in place; no other acute observations were noted. The patient was discharged the following day with a diagnosis of gastritis.

Event description:
Per the implant records, the patient had multiple rib fractures, chest trauma, thrombocytosis secondary to trauma and increased risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was in mechanical ventilatory support, high ventilatory support and pressure control. The filter was indicated to prevent a pulmonary embolus. According to the medical records, the patient was admitted following a motorcycle crash that resulted in multiple rib fractures, with flail segment, pulmonary contusion, pneumothorax, adult respiratory distress syndrome, sepsis and a right clavicle fracture. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The inferior vena cava (ivc) filter was placed during this hospitalization. The patient had a history of asthma and pneumonia. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, and abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of the additional medical records provided also report a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months after the filter was implanted, the patient started receiving chiropractic treatment for low back and neck pain. Per the implant records, the patient had been admitted to the hospital with multiple rib fractures, chest trauma and thrombocytosis secondary to trauma; placed on mechanical ventilatory support and was at increased risk for deep vein thrombosis (dvt). The filter was indicated to prevent a pulmonary embolus (pe). The right groin was prepped and draped in the usual sterile fashion. The femoral vein was localized and cannulated with a needle. Using modified seldinger technique and fluoroscopic guidance, a venocavagram was completed, revealing no thrombus in the vena cava and identifying the renal veins at the l2 vertebral body. The filter was deployed. The patient tolerated the procedure well. The patient was discharged to inpatient rehab approximately one month later and discharged from rehab approximately one week later. Upon discharge from rehab, the patient was still having issues with the right knee, requiring right knee support. Three days after discharge from rehab, the patient presented to the emergency room with chest/rib pain. The patient was discharged the same day with a diagnosis of right leg sprain. About two months after the filter was implanted, the patient underwent an MRI of the right knee due to a cold right knee with pain following the motorcycle accident. MRI results revealed grade ii/iii tear of the proximal medial collateral ligament. About eight years after implantation, the patient presented to the ed with complaints of abdominal pain. A computerized tomography (CT) scan of the abdomen was performed and found a mildly enlarged appendix, and ivc filter in place; no other acute observations were noted. The patient was discharged the following day with a diagnosis of gastritis. Per the medical records provided, approximately five months after the filter was implanted, the patient underwent a pulmonary function test due to a history of asthma. About a year and four months post implant, the patient presented to the emergency room with complaints of vomiting and dark red blood in emesis, after drinking heavily for three days. The patient was treated and released the following day. Two years and five months after this visit, the patient was seen in the ER for chest pain. The medical history is notable for anxiety disorder, history of motor vehicle accident and palpitations. About two years and ten months post implantation, the patient started outpatient physical therapy for the treatment of lumbar stenosis.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and fractured. A series of x-rays performed during a period of three- and five-years post implant indicated that the filter had fractured struts. According to the implant record, the filter was placed prophylactically in a patient with chest trauma, multiple rib fractures and high mechanical ventilatory support. The pre-implant diagnosis was multiple blunt trauma, thoracic trauma, respiratory failure with adult respiratory distress syndrome and prolonged bedrest due to a motorcycle crash. The patient also had with flail segment, pulmonary contusion, pneumothorax, sepsis and a right clavicle fracture. The filter was placed via the right femoral vein and deployed at the level of the l2 vertebral body. Prior to deployment a venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. The filter deployed straight without any tilting and in good position. The patient tolerated the procedure well. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The patient had a history of asthma and pneumonia. The patient was discharged to inpatient rehab approximately one month later and discharged from rehab approximately one week later. Upon discharge from rehab, patient was still having issue with right knee, requiring right knee support. Three days after discharge from rehab, the patient presented to emergency room with chest/rib pain. The patient was discharged the same day with a diagnosis of right leg sprain. About two months after the filter was implanted, the patient underwent an MRI of the right knee due to a cold right knee with pain following the motorcycle accident. MRI results revealed grade ii/iii tear of the proximal medial collateral ligament. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, an abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of additional medical records reported a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months post implant, the patient started receiving chiropractic treatment for low back and neck pain. About eight years post implant, the patient presented to the ed with complaints of abdominal pain. A computerized tomography (CT) scan of the abdomen was performed and found a mildly enlarged appendix, and ivc filter in place; no other acute observations were noted. The patient was discharged the following day with a diagnosis of gastritis. Additional information received, indicated that approximately five months post implant, the patient underwent a pulmonary function test due to a history of asthma. Approximately sixteen months post implant, the patient presented to the emergency room with complaints of vomiting and dark red blood in emesis, after drinking heavily for three days. The patient was treated and released the following day. Two years and five months after this visit, the patient was seen in the ER for chest pain. The medical history is notable for anxiety disorder, history of motor vehicle accident and palpitations. Approximately two years and ten months post implant, the patient started outpatient physical therapy for the treatment of lumbar stenosis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and fractured. A series of x-rays performed during a period of three- and five-years post implant indicated that the filter had fractured struts. According to the implant record, the filter was placed prophylactically in a patient with chest trauma, multiple rib fractures and high mechanical ventilatory support. The pre-implant diagnosis was multiple blunt trauma, thoracic trauma, respiratory failure with adult respiratory distress syndrome and prolonged bedrest due to a motorcycle crash. The patient also had with flail segment, pulmonary contusion, pneumothorax, sepsis and a right clavicle fracture. The filter was placed via the right femoral vein and deployed at the level of the l2 vertebral body. Prior to deployment a venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. The filter deployed straight without any tilting and in good position. The patient tolerated the procedure well. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The patient had a history of asthma and pneumonia. The patient was discharged to inpatient rehab approximately one month later and discharged from rehab approximately one week later. Upon discharge from rehab, patient was still having issue with right knee, requiring right knee support. Three days after discharge from rehab, the patient presented to emergency room with chest/rib pain. The patient was discharged the same day with a diagnosis of right leg sprain. About two months after the filter was implanted, the patient underwent an MRI of the right knee due to a cold right knee with pain following the motorcycle accident. MRI results revealed grade ii/iii tear of the proximal medial collateral ligament. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, an abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of additional medical records reported a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months post implant, the patient started receiving chiropractic treatment for low back and neck pain. About eight years post implant, the patient presented to the ed with complaints of abdominal pain. A computerized tomography (CT) scan of the abdomen was performed and found a mildly enlarged appendix, and ivc filter in place; no other acute observations were noted. The patient was discharged the following day with a diagnosis of gastritis. Additional information received, indicated that approximately five months post implant, the patient underwent a pulmonary function test due to a history of asthma. Approximately sixteen months post implant, the patient presented to the emergency room with complaints of vomiting and dark red blood in emesis, after drinking heavily for three days. The patient was treated and released the following day. Two years and five months after this visit, the patient was seen in the ER for chest pain. The medical history is notable for anxiety disorder, history of motor vehicle accident and palpitations. Approximately two years and ten months post implant, the patient started outpatient physical therapy for the treatment of lumbar stenosis. Additional information comprised of a series of office visits, testing and follow up visits for complaints of palpitations. The visits occurred approximately between four years to nine years post implant. Testing found no arrhythmias; just tachycardia for which no treatment was provided. The medical history is notable for asthma, paroxysmal atrial fibrillation (paf), motorcycle accident; in comma for one month with tracheal and chest tubes and ivc filter placement for prophylaxis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional medical records received for review comprised of a series of office visits, testing and follow up visits for complaint of palpitations. The visits occurred approximately between four years to nine years after implantation. Testing was performed and found no arrhythmias; just tachycardia for which no treatment was provided. The medical history is notable for asthma, paroxysmal atrial fibrillation (paf), motorcycle accident; in comma for one month with tracheal and chest tubes and ivc filter placement for prophylaxis.

Manufacturer narrative:
Additional information received on 18-dec-2019 was previously reported in a prior report. This report was generated in error as no information received was new.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but no limited to, fracture. Three years post implantation, an x-ray of the patient's abdomen indicated the trapease filter was seen in place which had fractured struts. A year later, another x-ray of the patient's abdomen indicated fracture of several of the struts of the filer posterior superiorly. A third x-ray of the patient's abdomen taken a year later indicated that the trapease filter projects over the spine at the l3-l4 level and multiple fractured struts of the filter were noted. A fourth x-ray taken five years post implantation indicated that the trapease filter was in place with multiple fractured struts. As a direct and proximate result of these malfunctions, the patient suffered bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of hospitalization, medical and nursing care and treatment, and will require ongoing medical care and monitoring for the rest of his life. The following additional information received per the medical records state that the patient has a medical history of multiple blunt trauma, thoracic trauma, respiratory failure, ards, prolonged bed rest, and increased risk for deep vein thrombosis and pulmonary embolism. During the implant procedure, the right groin area was shaved, prepped and draped in the usual sterile fashion. The femoral vein was localized with a 22-gauge needle. Then, it was cannulated with an 18-gauge needle. Then, using the modified seldinger technique, the introducer dilator kit was advanced over the guidewire using the fluoroscopic guidance. The introducer was advanced up to the level of the l4 vertebral body. From the level of the l4 vertebral body, a venacavogram was obtained. The venacavogram was interpreted. The venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. There, the filtering device demarcations measured 5 cm. Therefore, the filter was adequate size. Subsequently, over the guidewire and the dilator, the introducer was advanced up to the level of the l2 vertebral body where the vena cava has been measured and there using fluoroscopic guidance, the filter was deployed. The filter deployed straight without any tilting and in good position. Multiple x-rays taken post implant reported pain, and confirmed fractured struts. Per the implant records, the patient had multiple rib fractures, chest trauma, thrombocytosis secondary to trauma and increased risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient was in mechanical ventilatory support, high ventilatory support and pressure control. The filter was indicated to prevent a pulmonary embolus. According to the medical records, the patient was admitted following a motorcycle crash that resulted in multiple rib fractures, with flail segment, pulmonary contusion, pneumothorax, adult respiratory distress syndrome, sepsis and a right clavicle fracture. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The ivc filter was placed during this hospitalization. The inferior vena cava (ivc) filter was placed during this hospitalization. The patient had a history of asthma and pneumonia. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, and abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of the additional medical records provided also report a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months after the filter was implanted, the patient started receiving chiropractic treatment for low back and neck pain.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and fractured. A series of x-rays performed during a period of three- and five-years post implant indicated that the filter had fractured struts. According to the implant record, the filter was placed prophylactically in a patient with chest trauma, multiple rib fractures and high mechanical ventilatory support. The pre-implant diagnosis was multiple blunt trauma, thoracic trauma, respiratory failure with adult respiratory distress syndrome and prolonged bedrest due to a motorcycle crash. The patient also had with flail segment, pulmonary contusion, pneumothorax, sepsis and a right clavicle fracture. The filter was placed via the right femoral vein and deployed at the level of the l2 vertebral body. Prior to deployment a venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. There, the filtering device demarcations measured 5 cm. Therefore, the filter was adequate size. The filter deployed straight without any tilting and in good position. The patient had undergone multiple imaging post implant for complaints of low back pain and to assess the filter, filter fracture was noted in the review of the images. The patient was on prolonged ventilatory support and ultimately had a tracheotomy performed and eventually weaned off the ventilator. The patient was hospitalized for forty-seven days. While in the hospital and prior to filter placement, the patient had an episode of paroxysmal atrial fibrillation secondary to underlying pulmonary trauma. The patient had a history of asthma and pneumonia. Approximately two years and nine months after the filter was implanted, a lumbar spine x-ray was performed for complaints of low back pain. The findings noted a transitional vertebra at s1, degenerative disc disease at l2-l3, apophyseal disease from l3-s1, and the ivc filter with some fractured struts and minimal scoliosis towards the left. The patient was prescribed physical therapy, muscle relaxants and counseled on weight loss. Approximately three years post implant, an abdominal x-ray was performed to assess the ivc filter fracture. The results of the x-ray noted the ivc filter in place and fracture of several of the struts of the filter posterior superiorly. Four months later, the patient presented to the emergency department (ed) with complaints of non-radiating chest heaviness, diaphoresis, and intermittent dizziness with palpitations, heart beat fast and irregular. The heart rate was noted to be 160, the patient was given cardizem boluses x2 and lovenox and was admitted. The patient was discharged the following day. The discharge diagnosis was atrial fibrillation with a rapid ventricular response. Approximately nine months after the visit to the ed, the patient underwent an abdominal x-ray to assess the filter. The impression of the images noted no acute abdominal process and the ivc filter was in place with multiple fractures as noted on a prior study performed approximately nine months earlier. The patient was evaluated by a cardiothoracic surgeon regarding the filter. The recommendation was to monitor the filter with periodic x-rays. Review of additional medical records reported a medical history including atrial fibrillation, hypertension, pneumonia, asthma, motorcycle accident with fractured ribs/clavicle; patient in coma for a month and ivc filter placement. Approximately three years and three months post implant, the patient started receiving chiropractic treatment for low back and neck pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction provided in section d1

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture. Three years post implant, an x-ray of the patient's abdomen indicated the trapease filter was seen in place which had fractured struts. A year later, another x-ray of the patient's abdomen indicated fracture of several of the struts of the filter posterior and superiorly. A third x-ray of the patient's abdomen taken a year later indicated that the trapease filter projects over the spine at the l3-l4 level and multiple fractured struts were noted. A fourth x-ray taken five years post implant indicated that the trapease filter was in place with multiple fractured struts. According to the implant record, the filter was placed prophylactically in a patient with chest trauma, multiple rib fractures and high mechanical ventilatory support. The pre-implant diagnosis was multiple blunt trauma, thoracic trauma, respiratory failure with adult respiratory distress syndrome and prolonged bedrest. The filter was placed via the right femoral vein and deployed at the level of the l2 vertebral body. Prior to deployment a venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. There, the filtering device demarcations measured 5 cm. Therefore, the filter was adequate size. The filter deployed straight without any tilting and in good position. The patient had undergone multiple imaging post implant for complaints of low back pain and to assess the filter, filter fracture was noted in the review of the images. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Pain does not represent a device malfunction and may be related to underlying patient specific issues, such as prior medical history. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records state that the patient has a medical history of multiple blunt trauma, thoracic trauma, respiratory failure, ards, prolonged bed rest, and increased risk for deep vein thrombosis and pulmonary embolism. During the implant procedure, the right groin area was shaved, prepped and draped in the usual sterile fashion. A 1i lidocaine was infiltrated in the femoral triangle. The femoral vein was localized with a 22-gauge needle. Then, it was cannulated with an 18-gauge needle. Then, using the modified seldinger technique, the introducer dilator kit was advanced over the guidewire using the fluoroscopic guidance. The introducer was advanced up to the level of the l4 vertebral body. From the level of the l4 vertebral body, a venacavogram was obtained. The venacavogram was interpreted. The venacavogram revealed the vena cava to be with no thrombi and it measured 4.5 cm below the renal vein at the level of the l2 vertebral body interface. There, the filtering device demarcations measured 5 cm. Therefore, the filter was adequate size. Subsequently, over the guidewire and the dilator, the introducer was advanced up to the level of the l2 vertebral body where the vena cava has been measured and there using fluoroscopic guidance, the filter was deployed. The filter deployed straight without any tilting and in good position. Multiple x-rays taken post implant reported pain, and confirmed fractured struts.